Event description:
It was reported that a patient's intraocular lens (iol) was removed and replaced without complication 2 months after the initial implant. The cause of the iol explant was iatrogenic myopia. The initial implant was replaced with a lower diopter lens of the same model.

Manufacturer narrative:
The intraocular lens was scrapped at the surgery center and not returned to the manufacturer for analysis. The initial report from the surgeon indicated the device was not the cause of this adverse event.all information available is included in this report.